Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency procedure was performed when the issue happened. The procedure was completed as planed as did not effective the procedure. The philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse found geometry movement partly available. To resolve the problem, fse was re seated connector of amc module. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as as did not effective the procedure and procedure completed without delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating geometry movement were partly available. No harm was reported to philips. Philips has started an investigation of this complaint.